Manufacturer narrative:
(B)(4). This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a technical support specialist (tss) addressed the reported event where the customer informed that they had e2 failure. Proficiency test samples were repeated in duplicate. No further action required. The probable cause of the event was unknown.

Event description:
On (B)(6) 2015, a customer reported failed proficiency test (pt) for e2 with their aia-360 analyzer. Customer reports failed e2 but not sure of the lot, running lot 58 now. L3 291= (248-326) l4 530 = (395-525) on that day br l1=264 (248-326) l2=446 (395-528) this was the second event they failed e2 but the first wasn't called in. Customer re-ran proficiency test and got 494.4 for l4 not sure lot they ran at that time. Now running lot b5 l10 8.1 (5.3-8.0) reran and got 6.5. Quality control (qc) in range on that day suggested n=15 cv 3.3% customer will run next pt in duplicate. The customer is unable to run e2 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.